Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter was found to leak at the connection site. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on and within the returned sample, and the sample was observed to be returned in two segments. A microscopic observation revealed a circumferential split near the tip of the catheter end that was returned covered in a clear dressing material. The edges of the split were observed to be mostly straight but angular at the corners, and the fracture surfaces were observed to be mostly flat and smooth. The split appeared to be at a slight angle from the outer wall of the catheter tubing to the inner wall. The catheter was dissected in order to inspect the inner wall of the catheter; however, no additional damage was observed on the inner wall of the catheter. While the exact cause of the damage observed on the returned sample could not be determined, possible causes include contact with a sharp instrument, material fatigue, and stylet damage during insertion. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter was found to leak at the connection site. No other information was provided.